Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: (B)(4), model: db-2202-45, serial: (B)(4), lot: 7074103. Product family: dbs-linear leads, upn: (B)(4), model: db-2202-45, serial: (B)(4), lot: 7074263. Product family: dbs-lead fixation, upn: (B)(4), model: db-4600c, lot: 25224688. Product family: dbs-lead fixation, upn: (B)(4), model: db-4600c, lot: 25291094. Product family: dbs-extension, upn: (B)(4), model: nm-3138-55, serial: (B)(4), lot: 7076852. Product family: dbs-extension, upn: (B)(4), model: nm-3138-55, serial: (B)(4), lot: 7076868.

Event description:
It was reported that the patient was having drainage issues at the left brain burr hole incision and the post auricular incision where the extensions were connected to the brain electrodes. The physician determined that this was due to a potential infection. As a result, the patients entire system was explanted. The explanted devices are not expected to return due to being discarded by the facility. The patient status is unknown.

Event description:
It was reported that the patient was having drainage issues at the left brain burr hole incision and the post auricular incision where the extensions were connected to the brain electrodes. The physician determined that this was due to a potential infection. As a result, the patients entire system was explanted. The explanted devices are not expected to return due to being discarded by the facility. The patient status is unknown. Additional information was received that a culture was performed and the patient was treated using a PICC line to distribute antibiotics, results are unknown. The patient is doing well post-operatively.